Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. G3: the event occurred in (B)(6). The revision procedure was confirmed via picture of the explanted product. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee procedure. Subsequently, the patient was revised due to pain, possible infection, and suspected tibial loosening. However, during the revision procedure the tibial tray was found to be well fixed. The infection was not confirmed. No reason for the pain was established.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) narrow right size 7, catalog#: 42500006202, lot#: 63618686. Articular surface fixed bearing posterior stabilized (ps) right 10 mm height, catalog#: 42522400510, lot#: 63686891. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee procedure. Subsequently, the patient was revised due to pain, possible infection, and suspected tibial loosening. However, during the revision procedure the tibial tray was found to be well fixed.